Event description:
The customer experienced an on-going issue with the beta-hcg assay and received questionable beta-hcg results for one sample. The analyzer used for testing was a cobas 6000 e601 module, serial number (B)(4). The sample was from a pregnant laboratory employee. The test was not ordered by a physician and the result was not reported to a physician. The initial result was 22 miu/ml. The customer performed measuring cell prep and repeated quality control before repeating the sample. The repeat result was 55 miu/ml. The employee was not treated or harmed in any way based on the erroneous result. Upon evaluation of the analyzer, the field service representative determined electronic failure of the measuring cells was the cause of the issue. He found the measuring cells were due to be replaced and he replaced the measuring cells. The field service representative ran performance tests, calibrated and ran quality control.